Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning compressor assembly. The distributor in (B)(4) was shipped a replacement compressor assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty main pcba for evaluation. As of the september 01, 2015 the alleged faulty compressor assembly has not been received.

Event description:
The distributor in (B)(6) reported that the device's internal compressor doesn't work. There is no report of patient involvement.

Manufacturer narrative:
Failure analysis: installed compressor assembly pn: 51000-09750 sn: (B)(4) rev. L on to avea test station rfa-1. (Note: compressor running hours is 9,957hrs). Powered avea test station in to user mode and I was able to verify the compressor not operating. The compressor icon is being displayed but when the air is off but there is no function going on in the compressor. Continued by disassembling the compressor to look for anomalies and was able to find a defective bearing inside the motor (see attached picture for defective bearing). Bearing will not rotate whatsoever. Root cause: I was able to duplicate and isolate the reported problem to a bearing inside motor assembly pn: 71664.